Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to compromised force sensor system alarm. Insulin pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system. The customer¿s blood glucose level was unknown. The customer stated that insulin was squirted out during priming process. Drive support cap was sticking out. Troubleshooting was performed. The product will not be returned for analysis.